Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 187 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit powered up properly. No button error alarm during testing. However unit had intermittent button response due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.